Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The reported foot separation and needle to cuff miss were confirmed. The difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, a cuff miss occurred, the entire suture came out. Strong resistance was experienced when removing the device from the patient anatomy. By pushing and pulling the device, the proglide device could finally be removed from the patient anatomy. Manual arterial compression was applied for one hour to achieve hemostasis. Once the proglide device was outside of the patient anatomy tissue was observed near where the foot was retracted. The foot was deployed and examined, but one side of the foot was not observed, possible foot detachment. Two days post procedure, subcutaneous bleeding and swelling of the puncture site was confirmed. The patient underwent aneurysmectomy surgery and a large hole was observed in the artery measuring approximately 5 mm. A vascular suture was done to repair the hole in the artery. A femoral angiogram was not taken. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.